Manufacturer narrative:
The hill-rom technician found the sling bar bolt was broken and needed to be replaced. The service manual for the viking m lift (B)(4), section 7 states the following should be inspected at least annually: slingbar. Check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. (Not applicable on sabina and rollon). Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points (a). A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The account will order the sling bar assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar bolt broke during a patient transfer. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).